Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "undulations" and seroma-late treated through levofloxacin and danzen. The device has been explanted.

Manufacturer narrative:
Additional information: phone number: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events: capsular contracture and seroma further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture baker grade IV, "undulations" and seroma-late.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, seroma-late and wrinkling was reviewed on may 19, 2022. Visual analysis of the photographs identified and lot number 3031447, red/white encapsulation, red particles material on the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "undulations" and seroma-late treated through levoloxacin and danzen. The device has been explanted.